Event description:
Customer reportedly received results of 189 mg/dl, 11 mg/dl, and lo within 10 mins of the same device. No low blood symptoms reported. No action was taken based on device results. No adverse event reported. No qcs were used. Requested return of suspect device and replacement was sent.